Event description:
It was reported that stimulation was turning off. The patient stated she thought her stimulator was down. She thought it had been down for about 6 months now. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v003825, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).